Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. The straps didn&#38176;attach to the tissue and the mesh. There were no adverse consequences for the patient reported. No additional information has been provided.